Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003 which indicates that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis revealed that the battery voltages are lower than the remote monitoring disabled threshold. Technical services (ts) recommended device replacement. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that data analysis identified potential high impedance within the battery. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003 which indicates that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis revealed that the battery voltages are lower than the remote monitoring disabled threshold. Technical services (ts) recommended device replacement. No adverse patient effects were reported. The device remains in service.